Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was not functioning - locking mechanism and the coupling part of the drill in the tool coupling part was damaged. It was further determined that the device failed pretest for initial rotational speed and temperature assessment. It was noted in the service order that the device had power loss and a torn hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.